Event description:
Boston scientific received information that this right atrial (ra) lead was found to be fractured via x-ray. There was also loss of atrial pacing. The device programming was changed to vvi 50 to try and alleviate. The lead remains implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted high ra impedance measurements were observed due to the lead fracture. The device had been reprogrammed to vvi 30 with the lowest possible outputs. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 159 millimeters (mm) from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Additional information was received which noted that this patient experienced muscle stimulation. The lead exhibited high pacing threshold measurements, noise, oversensing, and pacing inhibition without asystole. It was noted that although the device had been programmed to vvi 30, the patient had continued to feel muscle stimulation, which may have been from the patient's non-boston scientific right ventricular (rv) lead. A surgical revision was performed and the lead was explanted and returned. No additional adverse patient effects were reported.